Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patient mentioned in the journal article. The following sections could not be completed with the limited information provided. Initial reporter ¿ the article was written by jeremy m. Gililland, lucas a. Anderson, jill erickson, christopher e. Pelt and christopher l. Peters. Manufacture date ¿ ni.

Event description:
Information was received based on review of a journal article titled, "mean 5-year clinical and radiographic outcomes of cementless total hip arthroplasty in patients under the age of 30" which aimed to examine the radiographic and clinical results following total hip arthroplasty in a series of young patients under the age of (B)(6) using magnum and ranawat-burnstein ringloc acetabular components, taperloc femoral components and e1 and arcom tibial bearing components manufactured by biomet; and to investigate diagnoses other than inflammatory arthritis. Four patients were identified in the article that underwent hip arthroplasties on unknown dates. Patient follow-up results provided indicate the patients in zone 1 experienced femoral radiolucencies. There has been no further information provided and the patient outcome is unknown.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information. J.m. Gililland, et al. "Mean 5-year clinical and radiographic outcomes of cementless total hip arthroplasty in patients under the age of 30." Biomed research international. 2013.

Event description:
Four patients were identified in the article that underwent hip arthroplasties on unknown dates. Patient follow-up results provided indicate the patients experienced femoral radiolucencies in zone 1. There has been no further information provided and the patient outcome is unknown.